Event description:
It was reported that following surgery for a hernia repair the pump had moved from its original position. No patient symptoms , intervention, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012 product type: catheter. (B)(4).